Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to FDA: 7/18/2019.

Manufacturer narrative:
Surgical intervention; hernia recurrence occurred. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a ventral hernia repair surgery on (B)(6) 2012 and mesh was implanted. On (B)(6) 2014 she underwent a recurrent hernia surgery and the mesh was removed. No additional information was provided.

Manufacturer narrative:
Patient codes: (B)(6). It was reported that following procedure the patient experienced pain and infection.